Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to open and close the handle multiple times but was unsuccessful. The device was pulled out. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.